Event description:
It was reported that meniscal suture repair there was a t2 pre-deployment. The device was completely removed. A smith & nephew back-up was available to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
This device was used for a ¿meniscal suture repair¿. The blue split cannula was returned. The depth limiter was returned trimmed. T1 was not returned. The suture was cut at t1 location. T2 and partial suture were returned separated from the needle. It was reported that the ¿t fell out¿. T¿s are located in the needle channel unless met with twisting or bending of the needle. Visual inspection shows a bent needle. After the evaluation the root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Corrected received date from 10/17/2016 to 10/25/2016.